Manufacturer narrative:
Qn#(B)(4). The customer reported the catheter was leaking. The customer returned one empty kit with one snaplock assembly nrfit and one epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils. Microscopic examination of the catheter revealed the catheter is damaged at approximately 28.5cm from the distal end. The extrusion appears to have a cut/hole. No other damage was observed. Functional inspection was performed on the returned sample. A functional leak test was performed using the returned catheter and snaplock assembly with the lab leak tester. The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter has a hole at 28.5cm from the distal end, which was revealed during the visual inspection. No other leaks we re detected. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate unintentional user error caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on evaluation of the sample received. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 28.5cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
Reported issue: incident occurred on 16 october 2022; the patient is female 25-year-old in the maternity department. The epidural catheter was inserted and during the infusion of the test dose, we observed a leak coming from a hole in the body of the catheter. The hole is located 20-30 cm from the end of the tubing; the catheter was removed and replaced. No injury reported.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending completion and the results will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: incident occurred on (B)(6) 2022; the patient is female 25-year-old in the maternity department. The epidural catheter was inserted and during the infusion of the test dose, we observed a leak coming from a hole in the body of the catheter. The hole is located 20-30 cm from the end of the tubing; the catheter was removed and replaced. No injury reported.